Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd. No blank display anomaly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing partial display on insulin pump. She fell on her hip and landed on top of the pump. Customer reported that the top upper corner of the lcd screen is black. Customer's blood glucose was unknown. Insulin pump was dropped. Customer was advised that insulin pump would need to be replaced. The insulin pump was returned for analysis.